Event description:
Talent stent grafts were implanted in patients during the endovascular treatment of thoracic aortic aneurysms on unknown dates. The following adverse events were reported: type ib, ii and type iii endoleak. The cause of the events are undetermined.

Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled; severe intraluminal atheroma and iliac artery access affect spinal cord ischemia after thoracic endovascular aortic repair for degenerative descending aortic aneurysm seike et al, gen thorac cardiovasc surg 2021 oct;69(10):1367-1375. Doi: 10.1007/s11748-021-01593-6. Mean age mean gender exact date of implant unknown. If information is provided in the future, a supplemental report will be issued.